Event description:
It was reported that the customer was having extremely high blood glucose and felt that the settings were not correct. The blood glucose reading was 406mg/dl. The customer was hospitalized for low blood glucose and she was in rehab until (B)(6), 2014. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the nurse to run the manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. During the call was found the at the customer's blood glucose reading has been between 200 to 500 range at bedtime, and some one made adjustments on the device and messed up. The caller stated that months ago the paramedics took him to the hospital with low blood glucose of 15mg/dl. The nurse stated that her son found her unconscious and she was in a hypoglycemic coma for three hours. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.